Event description:
Boston scientific received information that this patients right ventricular (rv) lead exhibited high out-of-range (oor) shocking impedances of greater than 125 ohms. Boston scientific technical services (ts) was consulted and suggested a save to disk be performed and sent in for analysis. This save to disk indicated that when the lead was programmed from atrial to device its impedances were oor, but other configurations were within normal limits. The lead remains in service at this time. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) continued to exhibit high out of range shock impedance measurements. During a revision procedure for the ICD for an unrelated performance issue noted on report 2124215-2019-08890, the right ventricular (rv) lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.